Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced vision hazy not clear all distances. The lens was explanted in a secondary procedure after one month of initial implantation. The clinical reason for the explant was suboptimal vision. Additional information has been requested.